Event description:
The facility reported an infusion pump with alarms not working. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional contact information was available.

Manufacturer narrative:
Evaluation summary: during product evaluation, reported condition of alarm not working was confirmed due to defective pump head module (phm). Failure code 814:01 was found in the envent history but could not be duplicated. Inspection of the pump revealed failure code 814:01 was due to defective phm. During evaluation damaged volume control was also found. Replaced the phm and the volume control. The pump was tested for proper operation and pump found to function properly.